Event description:
On 08 dec 2022 nalu was made aware of a system explant. Patient reports a fall approximately (B)(6) or (B)(6) of 2022. After the fall the patient reports increase in lower extremity swelling and loss of pain relief from the nalu system. Patient ceased utilizing the nalu device at that time and subsequently requested explant. Nalu was made aware of the fall, loss of pain relief, and explant after the procedure was completed and thus was unable to perform troubleshooting or investigation prior to explant.